Event description:
A physician reported a pt who was treated in the upper and lower lip and vermilion border on 13 may 1998. There was no blanching or bruising at the time of the treatment. On 15 may 1998 the pt developed a hematoma, swelling and pain in the lower lip. On approx 15 may 1998, the physician prescribed oral zymox, zovirax, and aulin as well as sporonox, route unk. After few days the pt developed cystic reactions and draining material, like an abscess. There was no sloughing or ulceration. The physician believed that the reaction was herpes or fungal infection. The vermilion borders and upper lip were asymptomatic. On 17 may 1998, the physician retested the pt with negative results. On 25 may 1998, a few of the abscesses were resolving.